Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl and high blood glucose levels of 278 mg/dl. The customer declines trouble shooting for high and low blood glucose. Customer states he knows how to treat and mentions being hospitalized for diabetic ketoacidosis 20 years ago. The pump will not be returned.